Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when grasping lobe of a lung during a laparoscopic lobectomy, the grasper fell apart. The handles were binding while clamped on tissue. The surgeon had been grasping tissue before this with no difficulty. They pulled another grasper and continued with the procedure. There was no patient injury.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Handle of device had broken at pivot\attachment point. Both covers of the handles were broken. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the device is activated (handles contracted) with excessive force and\or used for leveraging; these actions would cause the handle lever to detach and break open the cover of the handle body. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.